Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion with 90% restenosis, mild tortuosity and mild calcification in the proximal left anterior descending artery. A 2.75x15 mm tenku rx balloon dilatation catheter (bdc) was soaked prior to use and prepped (air aspiration) outside the anatomy prior to use. Reportedly, there was no resistance during removal of the stylet or protective sheath. The bdc was advanced without resistance toward the target lesion; the balloon was inflated to 6 atmospheres and ruptured on the first inflation. The 2.75x15 mm tenku rx dilatation catheter was simply withdrawn from the patient anatomy without issue. The target lesion was ultimately treated with a 2.75x15 mm non-abbott balloon catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.